Event description:
The manufacturer received information alleging a "service required" alarm condition occurred. There was no harm or injury reported.

Manufacturer narrative:
During the evaluation of the device at a third party service center, an issue related to the internal battery was observed. The device's internal battery was replaced to address the issue.